Event description:
Boston scientific received information that this patient exhibited noise on the right ventricular (rv) lead, as well as a syncopal event and shortness of breath. It is believed that during a recent threshold test on the atrial (ra) lead, the device's automatic capture programming kicked in and paced when it shouldn't have. Doing this caused some desynchrony from the atrium to the ventricle. The decision was made to replace the rv lead. At explant, the rv lead was found to be fractured. Both the ra and rv lead were surgically abandoned and the device was replaced.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.